Event description:
It was reported that the patient presented to the emergency department with syncope. It was further reported that there was evidence of loss of capture in the right ventricular lead. Follow-up was attempted but was unable to determine if any intervention was done. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.